Event description:
It was reported that lead noise artifact was observed on the rv lead. It is unknown if the patient experienced any symptoms due to the lead noise artifact issue. Lead was explanted and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in five segments for analysis. External insulation abrasion was noted at 13.6-13.8cm, 13.4-13.6, 14.6-14.7cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 0.8-1.0cm from one end of a middle segment, consistent with lead friction to the ICD can. External insulation abrasion was noted at 43.6-43.8cm from the distal tip breaching the svc cable lumen, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 6.7-8.2cm from the distal tip. Internal insulation abrasion was noted at 5.9-6.5cm and 5.0-5.5cm under the rv shock coil from the distal tip breaching the rv and re cable lumens. The etfe coating was intact and the inner coil was not exposed at these locations. Internal insulation abrasion was noted at 6.0-6.3cm under the rv shock coil from the distal tip. One cable etfe coating was abraded while the other cable etfe coating was intact. This is consistent with the observation from the field of noise.